Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes patient specimens had the top of the vacutainer come off leaking blood into the bag. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that bd vacutainer® sst¿ blood collection tubes 2 patient specimens had the top of the vacutainer come off leaking blood into the bag." (B)(6) : 2022-06-23 19:53:56 (gmt) customer replied via email. Did the specimen(s) need to be recollected? Yes. Shipment method (directly or via distributor): some from bd others from medline. If it is a distributor or directly from bd ¿ who is it? Medline.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to decapping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of decapping. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes patient specimens had the top of the vacutainer come off leaking blood into the bag. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that bd vacutainer® sst¿ blood collection tubes 2 patient specimens had the top of the vacutainer come off leaking blood into the bag." (B)(6) : (B)(6) 2022, 19:53:56 (gmt). Customer replied via email. Please se updated information. Did the specimen(s) need to be recollected? Yes. Shipment method (directly or via distributor): some from bd others from medline. If it is a distributor or directly from bd ¿ who is it? Medline.